Event description:
The pt's wife reported that her husband has been experiencing elevated blood glucose results for the past 2 1/2 months. She reported that his blood glucose readings have been elevated to over 600 mg.dl. He experienced irritability, red cheeks, nausea and vomiting. When the elevated blood glucose readings would occur, the pt would change his infusion site and bolus. The pt tried a different batch of insulin, but the elevated readings continued. During the troubleshooting call with the company rep, it was discovered that the pt does not allow the insulin to warm to room temperature before using. In addition, the piston rod and adapter have not been changed in over 5 years. The pt was advised on the labeling recommendations for insulin usage and changing accessories. The pt indicated that his primary infusion device displayed an (07) system alarm and he switched to his back up infusion device, but is continuing to have elevated blood glucose values. The pt was sent a replacement piston rod and adapter. Upon f/u with the pt on in 2007, the pt reported that his blood glucose reading was 500 mg/dl the day before, so he bolused to reduce the elevated value. The next day, in the morning, his blood glucose value was 50 mg/dl (actions taken were not provided). The pt did not report requiring medical attention from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.